Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, specifically error 42. There was no reported impact to the customer¿s blood glucose level. The customer did not have charging supplies available for a pump reset at the time of the call and was advised to call back once he had access to the necessary equipment. No further information about the outcome was received.